Manufacturer narrative:
The model #sc-8116-70 (sn (B)(4)) .the complaint of fractured/frayed cables was confirmed. Visual inspection revealed distal electrodes #7l and #8l were partially dislodged from the paddle silicone, but still attached to their respective cables. The proximal ends were cut and not returned. There were exposed cables. It appears that excessive tensile force was exerted onto the lead and it resulted in the reported complaint.

Event description:
A report was received that during the patient's revision procedure, the lead tails were found frayed exposing the internal lead wires thus the entire system was replaced. Device malfunction with the lead was suspected. The patient was doing well postoperatively.

Event description:
A report was received that during the patient&#38112;revision procedure, the lead tails were found frayed exposing the internal lead wires thus the entire system was replaced. Device malfunction with the lead was suspected. The patient was doing well postoperatively.